Manufacturer narrative:
.

Event description:
According to the reporter, after firing, the anastomosis was good. There was post op bleeding the day after the procedure. A colotomy was performed. Sex: unk. Procedure: unk.